Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had noise on the image due to damaged on the charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a damage on the charged coupled device unit caused the reportable issue found during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.